Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was a big leak between the ultrasound connector case and the ultrasound connector. The ultrasound connector case was dented, and connector cover was cracked. The bending section cover glue was peeling. The switch one (1) shaft was broken, and the control knob movement had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during reprocessing, the evis exera ii ultrasound gastrovideoscope was leaking from the electrical connector. The scope was tried with different caps, such as the olympus water-resistant cap. No patient harm reported. During the evaluation of the device, it was noted adhesive was missing around the forceps cover; elevator mechanism lid and the adhesive covering the probe screw had a pin hole. This report is to capture the reportable malfunction of the missing adhesive was around the forceps cover/ elevator mechanism lid and the pin hole of adhesive covering the probe screw noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was likely due to stress, handling, or other issues - however, this could not be further determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.